Event description:
While treating to a pt in cardiac arrest, r9 s zoll monitor exhibited technical difficulties that lead to the unit's removal from service. Upon am inspection, the zoll was working properly and test defibrillated successfully. Upon pt contact, the defibrillator pads were placed on the pt, but the monitor indicated that there was no contact with the pt. The screen revealed a broken line that is normally seen when the monitor is on without electrode placement. The cable fittings were firmly pressed to ensure that they were properly secured into their ports. The four leads were then placed on the pt, and the unit switch was placed to the monitor mode. This attempt to reveal the pt's rhythm also failed. No rhythm could be detected. The monitor was turned off and then turned back on to the defib mode. This attempt did work, and the pt was found to be in a v fib rhythm. The unit successfully delivered one shock without any complications or malfunctions. After the pt was moved out of the room, the monitor again malfunctioned and the pt's rhythm could not be detected. The same broken line that was previously seen was noted. The defib pads were changed out and a new set was placed on the pt and attached to the cable. This attempt did not correct the problem either. The fto s zoll was then utilized and placed into service. No additional complications or malfunctions were experienced for the duration of the call.